Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. Upon investigation, corrosion was discovered around the battery connector. The root cause of the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event occurred due to the corroded connector. The last pt to use this battery pack did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have corrosion around the battery connector. The last person to use this battery did not report any deficiencies.